Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; b1; b5; d1; d2a; d2b; e1; g1; g3; h1; h3; h5; h6. The following sections were updated: h3; h6; h11. Complaint can be confirmed through the returned product analysis. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with zrm_wa_0507_19 summary of failure analysis of knee impactor fractures in which an overload fracture failure mode was identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Visual examination of the returned product identified signs of repeated use (nicked and gouged) and a corner of the impactor pad has fractured off. All pieces were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified similar complaints for the reported item and 7 additional complaints for the reported part and lot combination. Root cause has been identified as wear and tear of the device from repeated use over time.

Event description:
It was reported the impactor broke during use. No patient harm or impact was reported.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.